Manufacturer narrative:
A manufacturing evaluation was completed: a visual inspection of the plate shows the part is broken into two pieces. The break runs across the combi-slot. Marks and scratches are present on top and bottom surfaces of the plate. Part raw material was verified and found conforming. Part was inspected for minimum wall thickness, combi-slot holes and was found to be conforming. Part was inspected for combi-slot width, combi-slot holes. Holes were found to be conforming except for one combi-slot hole that was damaged: part break runs thru hole. All features that were obtainable and could be measured during the investigation passed inspection except for the combi-slot hole where that damaged: part break runs thru hole. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the implant was analyzed by the manufacturing site as follows: the measurable dimensions of the plate were checked for its specification and found to be in compliance with the technical drawings and specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standards. A visual inspection of the plate shows that the part is broken into two pieces. The break runs across the combi-slot. Marks and scratches are present on top and bottom surfaces of the plate. The investigation found no manufacturing related non-conformances. The material of the plate is in compliance with the international standards for implants made of ti al6 nb7. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing or material related condition can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Original part manufacture date: 27october2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti lcp sup ant clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Per the facility, the complainant part is available for return, which indicates that a revision/explant procedure took place. Date of procedure is unknown. The complainant part is expected to be received for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a plate broke post-operatively. Per the device report, the part is expected to be returned, which indicates that it was removed. Information pertaining to a revision procedure is not available at this time. This report is 1 of 1 for (B)(4).